Manufacturer narrative:
B3 event date: estimated as beginning of month of aware date.

Event description:
It was reported that a patient was catheterized while the cuff of this artificial urinary sphincter was active. This resulted in urethral trauma. No further patient complications were reported.